Event description:
The complaint is classified based upon information the patient/layperson gave to the customer service advocate, cca, on march 13, 2008. The patient's one touch ultra reportedly would not turn on either with the power button or when the test-strip was inserted. According to the patient, the issue began early morning in 2008. The patient was tested in the doctor's office the same morning with results on the office meter of 96, 130, 168, 102, 120, 137, and 180 mg/dl. The patient did not indicate why so many tests were run. The patient was advised to take decreased amount of her insulin. Novolin 70/30. After the alleged power issue the patient felt "shaky, cold, clammy, and irritable with visual issues." No treatment was given. The cca replaced all products. This senior medical affairs specialist has left voicemail messages and sent a letter to the patient with no responses. The complaint is classified as an adverse event because the patient claimed that after the reported issue began, she experienced shakiness, a symptom, which can be associated with severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.